Event description:
It was reported that this pacemaker was found to be in safety mode and the healthcare professional is wanting recommendations. Boston scientific technical services informed the healthcare professional that this device will need to be replaced as soon as possible. No adverse patient effects were reported. At this time, this device remains implanted.

Event description:
It was reported that this pacemaker was found to be in safety mode and the healthcare professional is wanting recommendations. Boston scientific technical services informed the healthcare professional that this device will need to be replaced as soon as possible. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.